Event description:
It was further reported that this patient had died on (B)(6) 2006. The reported stated that the cause of death was the patient was sick, had ¿ammonia¿ and flu. The patient had osteoporosis and had broken legs. Reportedly, a representative had filled the pump a week before the patient had died and a ¿hard area¿ developed over the pump a few days before the patient died. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a patient death in 2006. The patient was said to have acquired pneumonia and ¿the flu bug¿ prior to his death. The patient had a tracheotomy. The caller stated he was ¿constantly sick.¿ the patient had ¿too much of something in his blood¿ making his blood ¿toxic,¿ and received multiple blood transfusions as a result. The caller stated the patient had ¿six complications¿ listed for reason of death. The caller stated she could not remember all the details of the patient¿s death. The caller stated he was on an "outrageous amount" and a "really high dose" of baclofen. The pump was delivering baclofen.

Event description:
It was further reported that this patient had died on (B)(6), 2006. The reported stated that the cause of death was the patient was sick, had ¿ammonia¿ and flu. The patient had osteoporosis and had broken legs. Reportedly, a representative had filled the pump a week before the patient had died and a ¿hard area¿ developed over the pump a few days before the patient died. Additional information has been requested, but was not available as of the date of this report. It was reported that the official cause of death was unknown as the physician had not seen the death certificate. The death was not device related and it was not known if the device was explanted after the patient¿s death. A physician later reported that he managed the patient¿s most recent pump until the patient¿s death. The pump delivered 4000 micrograms per milliliters of compounded gablofen. The dose was not available. There was no information pertaining to the hardening around the pump but did state the death was not device related. There was no further information.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).